Event description:
The device was returned for service repair. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the insertion section was buckled and loose. The evaluation also found the teflon jaw was burned.